Event description:
Reported as "stalled pump" from foreign reporter. Physician was infusing drug not approved for use in device.

Manufacturer narrative:
3/4/1998: - primary finding of device analysis revealed motor stall due to motor gear corrosion.